Manufacturer narrative:
The caller indicated that the sample associated to this report is expected to be returned to the manufacturing site for analysis but has yet to be received. If the sample is received a summary of the sample analysis will be provided in a supplemental report.

Event description:
The customer reported that during pretesting the cuff appeared deformed. No pt involvement.